Event description:
Pump 2 set for slow delivery of a unit of blood at 11:30 am. Vtbi set to volume of bag. User states that drip rate seemed appropriate for first 30 minutes of infusion. Checked pump at 2:30 pm and noted that pump stated btbi was 77 ml, but bag still contained approximately 200 ml. Opened door and found tubing kinked. Pump did not alarm. Post incident investigation found pump to be operating correctly. It is suspected that tubing was loaded too loosely over peristaltic roller to permitperistaltic pumping action. This scenario was reproduced without alarm.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.